Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 20957, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. The push button luer was not broken or cracked. Smart chip verification indicated the catheter was used for 16 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the reported broken luer was not confirmed through visual inspection of the returned catheter. The balloon catheter passes the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the clear plastic of the balloon catheter side port broke while the physician was wrapping the balloon. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.